Event description:
Same case as: 2134265-2014-02629. It was reported that a rotawire fracture occurred. The stenosed target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. During platforming, it was reported that the advancer cut the wire into half. Procedure was completed with a different device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).